Manufacturer narrative:
Additional information: e1(event site email: (B)(6)), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that cardiosave intra-aortic balloon pump (iabp) power cord will not retract. A getinge field service engineer (fse) simple repair took out the cord reel and reseated cabling and checked spring for correct return when retracting the cable and reassemble the unit and tested cord retraction several times. Unit operated normally no damage to cable or reel. No further action required unit handed back in good working order. No patient involvement as the unit was being returned to storage when the fault happened. No parts required.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when being stored, after being used the cardiosave intra-aortic balloon pump (iabp) power cord will not retract. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).